Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. Regarding pump pocket erosion, it was noted that the device had ruptured the skin. No infection was mentioned at the time of the report. No further patient symptom was reported. The date of the event was unknown but believed to be ¿probably close to a year ago¿. Intervention included a total system explant occurred. The patient¿s pump was noted as having currently administered prialt and another other unknown drug, both of unknown drug concentrations at unknown dose rates.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2018-dec-12 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump was removed "3 mos age" because it was eroding the abdominal skin (note: this conflicts with device records which indicate the device was implanted from (B)(6) 2013 to (B)(6) 2018). The event date was not specified. No further complications were reported or anticipated.

Manufacturer narrative:
Evaluation code-conclusion code has been changed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the pump started to erode through the patient's abdominal skin in (B)(6) 2018. It was noted this was approximate. The patient's pump was also removed in (B)(6) 2018. The explant date was not specified.